Event description:
It was reported that the backrest fell off (cannot support patient weight). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.